Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the m-02 error. Fse confirmed the errors in the erbe logs. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure could not be reproduced. Errors c-00, m-b0-7, and m-0b-121 were present in the error log. The unit energized and cauterized and all ports recognized instruments. The unit has no significant scratches or dents. The front bezel was cracked in the top left corner.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe on the vision side cart (vsc) was having errors. Technical support engineer (tse) verified errors 1-88, c-83, and m-02 in the site logs. Tse had the customer disconnect the energy cables from the erbe and power cycle the erbe, but error m-02 came back up on power up. The surgeon did not want to complete any further troubleshooting and continued with a third-party electrosurgical generator unit (esu). The procedure was completed with no reported injury.

Manufacturer narrative:
Please refer to the updated annex c code.